Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connector assembly. It was also indicated that the battery drawer would stick. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the lower case. Visual inspection revealed no anomalies. The battery door was opened without issue. The battery compartment was opened and a visual inspection was performed, no anomalies observed. Conclusion: could not confirm the issue observed during service regarding the battery door. The issue was observed at service and was resolved at service, it could not be reproduced since. If information is provided in the future, a supplemental report will be issued.